Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and not very tortuous first diagonal branch. A 2.5x8mm quantum maverick monorail balloon catheter was being used for a non bsc stent post dilatation. On the first inflation, the balloon was inflated for 10 seconds and 14 atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as "no problem" with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.